Event description:
As reported by the user facility: operator found pv transducer and line disconnected from the pv manometer of the machine. Machine did not give an alarm. There was an approximate blood loss of 900 ml. Additional information provided by the facility indicated the pt is fine and did receive 2 units of blood. The pt suffered no additional adverse sequela associated with the incident. No further information was made available.

Manufacturer narrative:
A b. Braun customer engineer inspected the machine. His findings are that the machine performed correctly. All calibrations and alarm functions were checked and verified to be working correctly. The machine passed all tests without alarms and interruptions. The internal filter at the pv manometer was not wet or contaminated. It was also noted the machine was not cleaned prior to the inspection. The blood splatter on the machine was consistent with a slow drip, not a complete line disconnection. A slow drip would not cause enough of a venous pressure change to cause an alarm. There was spotty blood only on the base and the left front wheel. If the connector would have come off completely, the machine would alarm with a pressure change and there would have been blood splatter on the front of the machine. The reported incident could not be duplicated. As a preventive measure, it was recommended that the operators check the manometer connections for a secure connection through out the duration of the treatment.